Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Following the procedure, it was not possible for the hospital unit to read the sensor. When the sensor was tested prior to implant, it was detected by the hospital unit. After performing the angiogram, two potential target locations were identified. One was releasing the sensor before the pulmonary artery bifurcation, and another was to implant the sensor below the bifurcation, which was estimated at a diameter of 6 mm. The second option was chosen knowing that the ideal target vessel had a diameter of greater than 7mm. During the procedure, the sensor was flushed in the basin to activate the hydrophilic coating. The sensor was implanted and released without issue. In the catheterization lab, the hes could not get a signal from the sensor even after turning off all potential emi sources. It was also not possible to get a reading in the recovery room or the patient's hospital room. Review of images taken at implant suggests that the vessel was smaller than originally estimated, at approximately 3.4 mm in diameter, based on the sensor taking up most of the interior of the implant vessel.